Event description:
Customer reportedly received results of 361 mg/dl and 156 mg/dl within 10 minutes on the advantage system. Customer states he removes test strips from the original vial and puts them in a different test strip vial. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.